Event description:
Home pt (hp) reports receiving system error 2240 alarm in dwell 5/7 during treatment on homechoice device. At time of original call to technical service, home pt stated one of her several cats was seen chewing line of tubing on homechoice set. Home pt discontinued treatment. Later that evening, home pt developed abdominal pain, went to ER and was admitted. Home pt was diagnosed with peritonitis and treated with antibiotics.